Event description:
Allegedly after using the talus guide and resection guide, the resulting anterior/posterior slope of the talus resection was too posteriorly sloped. Also the talar stem appeared too close to the subtalar joint in the intra-op fluoroscopic images. During implantation the talus fractured through the hole for the stem. The surgeon repaired the talus, fused the subtalar joint, and completed the total ankle replacement. (Independent of this incident, the surgeon mentioned before the case that a subtalar fusion was a possibility). Issue added about 30-45 minutes to the case.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. No serious injury was reported at this event. This report will be updated when the investigation is complete.